Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of contrast medium, at an unspecified rate via a power injector. The male adapter of an unspecified power injector tubing was connected to the clave port of the tubing set. It was reported that immediately after the delivery of contrast was started, the tubing separated from the option-lok male adapter of the tubing set. A leak of solution and an unspecified volume of blood loss were noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).